Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the sample needle assembly was bent. The sample needle assembly was replaced. The fse found that the y1-axis drive belt was loose, causing misalignment. The fse tightened the y1-axis drive belt. The fse then lubricated and z1-axis and y1-axis guide rods and verified proper alignments. The fse ran quality controls, which were within acceptable range. No further action was required. The g8 instrument was working within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were three (3) complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6, troubleshooting, section 6.3 - error messages, states the following: 710 z1-axis error. An abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 5, maintenance procedures, under step 5.10 provides step-by-step instructions on the sampling needle replacement for the operator to follow. The most probable cause of the reported issue was due to misalignment of the y1-axis drive belt.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error messages and a grinding noise on the g8 instrument. The customer was down and unable to run the g8 instrument, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.